Event description:
It was reported that the device was explanted approximately after implant duration of 3 months, due to endocarditis; source of infection due to staph coagulase negative.

Manufacturer narrative:
Device not returned.